Manufacturer narrative:
The reported complaint that the thermogard console sn: (B)(4) displayed a "mid:09 (air trap assembly) error message was confirmed during archive data review and functional testing. The root cause of the mid:09 error was due to the presence of saline in the air trap sensor caused by an overflow of saline into the air trap chamber, likely attributed to the user mishandling. The air trap sensor block was cleaned to remedy the fault. There was no history of complaint reported for a start-up kit (suk) leak by this customer. No physical damage was observed on the thermogard console during visual inspection. Upon further inspection of the console, noted dried saline traces in the drip pan due to the saline leak inside the console. During functional testing, the thermogard console displayed a mid:09 (air trap assembly) error message upon powering up, confirming the reported complaint. An event log data review was performed and revealed a mid:09 (air trap assembly) error message on the complaint date, thus confirming the reported complaint. In addition, the event log showed the presence of the mid:16 (software related) error message, unrelated to the reported complaint. Based on the event log, the error message was cleared, and it was not replicated during testing. Per the tgxp user manual, if a mid:16 error occurs during treatment, this indicates that the treatment file memory is full. The console stops treatment. To continue treatment, power the console off and on. Follow the prompts and select current settings. When the data download information appears, immediately either delete the data or use temptrend to download the data and delete it. You may then resume treatment. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number: (B)(4).

Event description:
The customer reported that the thermogard console sn: (B)(4) displayed mid:09 (air trap assembly) error message upon powering on. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.